Manufacturer narrative:
The device was received by the manufacturer, however the overheating condition could not be replicated because the device was seized up and would not operate. Internal components were evaluated and extensive corrosion was discovered throughout the device. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. A total rebuild of the device is required to fully repair the drill. The drill will be repaired and returned to the user facility.

Event description:
It was reported that during equipment testing at the user facility, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.